Event description:
No additional information reported by customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated information: d10, e4. The device was returned to olympus for inspection and the reported failure of e216 error code was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scratches on the electrical contacts of the video connector which caused the image to disappear during angle adjustment. Scratches were observed on the distal end metal section. Scratches and a crack were observed on the video connector. A definitive root cause could not be identified. Based on the results of the investigation and historical data, possible causes includes damage or deterioration of parts, stress problem, optical problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the videopscope exhibited error code e216. The issue occurred during an unspecified diagnostic procedure. The procedure was completed with a similar device. There were no reports of patient harm.